Event description:
It was reported that the 9800 sys locked up during a case. The 9800 sys had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The ffb board was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.